Event description:
It was reported that the patient was having difficulty charging and was also experiencing heating and pain around the ipg pocket site. The patient felt as though the ipg had moved. A database analysis confirmed that the ipg was functioning properly. The patient underwent a pocket revision procedure and was doing well postoperatively.